Event description:
It was reported that the health care professional (hcp) called technical services (ts) and requested review of this implantable cardioverter defibrillator (ICD) system stored signal artifact monitor (sam) episode. Upon review, ts noted that the ICD exhibited oversensing noise on this right atrial (ra) lead. Ts discussed review findings with the hcp and recommended troubleshooting options. At this time, the ICD and ra lead remain on service. No adverse patient effects were reported.